Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 85 mm torque shaft and pushrod were cold welded (inseparable). The pushrod tip was bent. The body collet expansion tips sheared off (fragments were disposed of by facility).

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: it was reported that 85mm torque shaft and pushrod were cold welded (inseparable). Pushrod tip bent. Body collet expansion tips sheared off (fragments were disposed of by facility). The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the reclaim dismbly body collet had all adapter collar prongs broken. Fragments were not returned for evaluation. No other damage was found. Potential cause can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material. A functional test was unable to be performed due to post manufacturing damage. A dimensional inspection was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the reclaim dismbly body collet would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.